Event description:
It was reported that during routine follow-up it was discovered that this implantable cardioverter defibrillator (ICD) displayed the elective replacement indicator (eri) on (B)(6) 2025, with a charge time of 9.9 seconds. Device checks showed normal sensing, impedance and threshold; however, the power consumption was 1,189%. A manual capacitor reform was performed and after re-interrogating, the battery life was less than three months, and the charge time increased to 11.0 seconds. According to the device history the ICD had delivered four shocks at 41.0 joules since implant. Technical serices review of the device data indicated that the power consumption was abnormally high and unstable. The patient was scheduled to undergo replacement the week of (B)(6) 2025 (date not provided). Additional information received indicated that the replacement date was (B)(6) 2025. It was planned to return the device for analysis.